Event description:
The customer contact reported a spark was noted from the back of the device. On an unspecified date and time, it was reported that while in an empty room, the nurse plugged the ac power cord of the pump into the ac power outlet. At this time the nurse noted a spark coming from the back of the device. It was reported the nurse unplugged the device was the ac outlet and removed the device from clinical service. There were no reported adverse patient effects to the nurse. No medical interventions were required. During testing at the user facility, soot was noted on the ac receptacle. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.